Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010; lab: 2.5; date: (B)(6) 2010; inratio: 1.2. Patient was hospitalized the week before. Patient had been off lovenox for a couple of days.

Manufacturer narrative:
Investigation pending.